Event description:
It is reported that the patient was received zimmer knee devices in 2007 and was revised in 2012 due to pain.

Manufacturer narrative:
This report will be amended when our investigation is complete.